Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and the complaint was not confirmed by failure analysis. The instrument was returned for a recognition issue; however, in-house testing confirmed it passed recognition and engagement tests, and no product issue was identified. Additionally, the instrument was found with a frayed grip cable at the yaw pulley, with some wires broken but not completely severed. No signs of contamination, corrosion, or reprocessing-related damage were observed. Additionally, no missing parts or sharp/damaged components were identified that could have caused the cable damage. The probable root cause of recognition issue cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found instrument was returned for a recognition issue but passed all in-house recognition and engagement tests, with no defect identified. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a recognition issue. A backup was used to complete the procedure with no patient harm.